Event description:
It has been reported that "pacer cable with kimberly clark - ballard medical r-2 adaptor in line, did not function properly during cardiac arrest. There was a delay of less than two minutes while a secondary cable was secured." Eval by clinical engineering determined that the pad adaptor, that was secured to the pacer cable to allow use of a specific pad, was faulty causing the cable to be non-operational. Delay did not affect pt outcome.